Manufacturer narrative:
One infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it to be in fair condition. The customer's stated problem was verified. Delivery accuracy was able to be duplicated, as there were three separate delivery accuracy test were performed; all three of them were outside of the pump's delivery accuracy specification. The expulsor will be replaced as a result.

Event description:
Information was received that a smiths medical cadd solis is under delivered medication. No patient injury resulted.